Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported loss of mechanical ventilation during a case. The patient was switched to manual ventilation, the unit restarted, and patient switched back to mechanical ventilation and case completed. There was no patient injury.

Manufacturer narrative:
The end user rebooted the unit to resolve the issue. No ge healthcare service performed. H3 other text : the end user rebooted the unit to resolve the issue. No ge healthcare service performed.